Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - this lead is failing to capture and impedances are at 3200. This is all of the information provided to us. There is no mention of an explant or revision and no explant date was provided. Also, the implant date was not reported. No adverse patient side effects were reported. Should additional information become available, this event will be updated.